Event description:
The rrt was in the patient's room obtaining an abg when the ventilator started alarm no o2, vent inoperative, and safety valve open. Pt was immediately disconnected from ventilator and manually ventilated with 100% bag-valve mask. The ventilator was switched out without incident. Vitals signs were stable throughout incident.